Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: evaluation revealed that the battery compartment cracked in two places: below bumper pad and between bumper pad and top. The display is dim and pink. Use returned battery cap, battery cap does tighten fully. Battery compartment leak, evidence of moisture corrosion in battery compartment and on back side of battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.